Event description:
It was reported by service report that the sensor housing was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.